Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead two impedance measurements of >3000 ohms. When tested, the impedance was 450 ohms. The lead threshold measurement was 2.0 v at 0.3 ms and it sensed at 4.9mv. A boston scientific technical services (ts) consultant advised that the since the impedance measurements are changing, the threshold is higher, and the sensing is lower there may be a possible lead issue. No adverse patient effects were reported.